Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in pulmonic position. A non-edwards sheath was used during the procedure. During implantation, the valve, after partial deployment, moved towards the right ventricle. After a couple attempts to try to reach the initial landing zone, the team decided on surgical conversion to explant the 29mm sapien 3 valve. The thv case was a last resort/rescue procedure before heart transplant. The patient's final outcome was good.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve migrated was unable to be confirmed due to unavailability of procedural imagery. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, ''an implant of 29mm edwards sapien 3 transcatheter heart valve, in pulmonic position, patient presented tetralogy fallot. A dry seal sheath was used during the procedure. During a s329 pulmonic implantation, the valve after 30 seconds deployment moved on the right ventricle. After a couple of time to try to reach the initial landing zone the team decided surgical conversion to explant the 29mm sapien 3 valve''. Per the instructions for use (IFU), device migration requiring intervention is a potential adverse event associated with the transcatheter pulmonic valve replacement procedure. In this case thv was implanted in the native pulmonic position, which is considered an off-label case at the time of implantation. Since the implantation was directly on the native pulmonic position and patient had tetralogy of fallot (tof), these factors could have created challenges (non-compliance or lack of tubular landing zone and can have a funnel shape from the rv out to the pulmonary arteries) for valve to securely affix to the landing zone. Furthermore, it was noticed that patient also had regurgitation, loosely affixed thv along with regurgitation could have led to migration of the valve. As such available information suggests that procedural factors (off-label operation) and/or patient factor (regurgitation, tof) may have contributed to the reported complaint. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.